Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in the previous report, the user¿s report was confirmed. Through additional device inspection it was also noted that the cable was damaged. This damaged cable is what caused the imaging failure. Additionally, the adapter was found worn-out. The device is currently in the repair facility and will be returned to the customer following the device repairs. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, image failure was caused by communication failure due to a faulty cable. The cause of the cable failure occurred due to internal water immersion from the broken cable protection on the camera head side. Regarding the cable water immersion, the following description is found in the instruction manual of the product. The indicated phenomenon can be prevented by following the description found in the instruction manual of the product which states; "never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, as noted in b5, the unit was not capable of producing an image at all. Further device evaluations are underway. If additional information becomes available prior to the completion of the investigation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus camera head due to an unspecified cable issue and a blurry image. There was no patient harm reported as a result of this event. During the device evaluation, it was discovered that the unit was not producing an image at all. This report is being submitted to capture the lack of images found during the device evaluation.